Event description:
It was reported the gastrointestinal videoscope screen becomes noised and flickers. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported image has occasional interference when meeting cold and hot water. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.